Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1. The device was implanted for 37 months and 15 charging cycles were recorded in the memory of the ICD. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the ICD delivered a shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the ICD was analyzed and found to be normal. However, a sharp decline in the battery voltage was reported. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed no anomalies. The measurement of the battery voltage confirmed the battery depletion. The battery was sent to the manufacturer for a detailed inspection and it was opened for destructive analysis. During the inspection of the inner assembly of the battery a reduced electrical resistance localized on the array of the cathodes was identified, which led to a slightly increased internal self-depletion within battery and therefore to the clinical observation. In conclusion, the device was implanted for 37 months. An increased internal self-discharge of the battery was found to be the root cause for the clinical observation. Based on the analysis, all therapy functions of the ICD were entirely available while the device was implanted.

Event description:
Ous MDR - after an implantation period of about 35 months, a decreased battery voltage was reported via home monitoring, while battery status is still bol. At the moment, the device remained implanted.